Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 7232cx implantable defibrillator 2005-(B)(6), 0125 competitor implantable high voltage coils. (B)(4).

Event description:
It was reported that the right ventricular (rv) pace/sense lead had 1571 short interval counts (sic) in the previous six weeks. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.